Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited oversensing with lv pacing inhibition when programmed lv tip to lv ring. It was also noted that lv threshold measurements had increased slightly. The device was reprogrammed lv tip to rv coil. Additional information was received that two months later the lv lead continued to exhibit oversensing. A revision procedure was performed and the lead was explanted due to dislodgement. A new lv lead was successfully implanted and no adverse patient effects were reported.

Event description:
The lead was returned and underwent analysis testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, it was noted that the complete lead was returned with dried blood and body fluid in the lead lumen and cuts in the insulation at 350 to 360 mm from the terminal pin. Further visual inspection revealed that the insulation was bunched at 810 mm from the terminal pin. These issues were not related to the field allegation and thought to be induced in the field. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.